Manufacturer narrative:
A manufacturing device history record review was not performed because the results of the complaint investigation did not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received to perform an investigation. Visual and functional testing were performed. A visual inspection found the pump was in excellent physical condition. A review of the event history log identified force sensor test error in the history. Functional testing was performed using the power up process and test force sensor reading. The force sensor reading failed. The root cause of the problem was unable to be determined. A corrective and preventative action has been opened to address the reported issue. To resolve the problem, the force sensor was recalibrated. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump exhibited a force sensor error. No patient injury was reported.